Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7076782. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7140297. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 758134.

Event description:
It was reported that patients spinal cord stimulator lead had migrated. It was noted that the implantable pulse generator (ipg) replacement for unknown reason. The patient underwent a spinal cord stimulator (scs) replacement procedure.